Event description:
A pt service rep (psr) contacted customer support while assisting a pt to report a defective charger/modem. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (dark screen/no signal) has been confirmed. The cause of the defective battery charger was determined to be corrupted software. The cause of the corrupted software was a defective flash memory chip on the ca board of the charger. Once the flash memory on the ca board (components u102 and u105) is replaced, the unit will operate normally. The root cause of the defective flash memory chip cannot be positively identified. No adverse event resulted from the defective charger/modem. The pt received a replacement charger/modem.